Manufacturer narrative:
The insert accessory was returned and evaluated. Engineering observed a .350" x .085" piece broken off of the curved blade. The blade is broken slightly above where it transitions from straight to curved. The cause of the breakage is unknown, however, mishandling/misuse may have contributed to the breakage. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, a piece of the harmonic curved shears insert fell into the patient. The piece was retrieved and the insert was replaced with another insert to complete the planned procedure. No patient harm, adverse outcome or injury was reported.